Event description:
It was reported the patient had surgery yesterday to reposition their implantable neurostimulator (ins) because it was hanging down. It was noted the patient had been trying to charge the ins, but they were unable to get coupling boxes colored. It was noted that a coupling problem was reported. The reporter stated this was the first time they were trying to charge since the surgery and they were having problems charging. It was noted the patient¿s incision area was glued and hurt to touch since yesterday. It was further noted the patient was worried that the ins would die if they did not recharge. The reporter stated they use therapy all of the time and they could not turn stimulation off. The reporter further stated there were no bandages and instead there was glue. It was noted the patient had two incisions. It was further noted the patient¿s healthcare professional (hcp) did not provide instruction as to when to charge. The reporter stated the incision area was very sensitive and hurts to the touch since yesterday. It was noted the patient therapy was on. It was further noted the patient could not remember the instructing given because they were sleepy. The reporter stated the ins was at 75% full yesterday and they had not used the patient programmer to check the ins. The reporter further stated they did not want to use the patient programmer to make changes because the incision was sensitive. It was noted the patient stated the ins would go dead and they know that. The reporter stated they walked with a cane for six years and they do not want to shut the ins down. It was noted the patient had tried turning the antenna dial and repositioning the antenna. It was further noted the patient had the ins for two years and they were not getting colored boxes. The reporter stated they would shut the ins off because they were afraid the ins would die. Additional information received reported the patient had been having coupling issues for approximately three months. It was noted that prior to the coupling issues the patient had great coupling with 6-8 bars. The reporter stated a pocket revision was done due to poor coupling approximately 10 days ago. It was noted the pocket was moved up due to the patient¿s inability to recharge effectively. It was noted the ins was sitting between two incisions and there was some swelling present. It was further noted the patient lost a lot of weight. The reporter stated the patient was currently getting two coupling bars when lying down on the left side. The reporter further stated the patient had been trying multiple positions with assistance from their husband and they had little to no coupling. It was noted the manufacturing representative added a spaced to get two coupling bars. It was further noted that another recharger was tried and the patient had the same coupling experience. The reporter stated that due to the incision they thought scar tissue would form and possibly increase a tilting potential. Additional information received reported the patient needs two spacers. It was noted the anomaly appeared to have occurred through product use. Additional information received reported the patient was trained and they were able to demonstrate effective charging. The reporter stated they were not sure if the patient was able to recharge normally, but the patient was receiving effective therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator sn (B)(4) found no significant anomaly. The ins was functionally okay with insignificant anomalies. See analysis summary. Analysis summary: the ins was recharged following visual analysis, the ins was not charged at receiving because of recharging complaint. A recharge coupling test was performed at room temp. At 0 cm coupling is at 8 bars, at 1 cm 8 bars, at 2 cm 4 bars, at 3 cm 0 bars. There were no problems observed recharging this ins.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID a03888001, serial# unknown, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was going to have the sensor removed as the patient has had chronic issues with trying to get coupling during recharging. Longevity calculations were performed, as they were considering implanting a prime advanced. Additional information received reported the patient was in the or having a battery replacement because the old battery just out of the blue began to have recharger issues. Additional information received reported the device was implanted on (B)(6) 2013 and explanted on (B)(6) 2014. The patient was not in a clinical study. The device was reportedly replaced with a manufacturer product. It was noted the exact event date was unknown, but the aware date was (B)(6) 2014, and there have been multiple calls to tech services since this date. It was noted the patient had recharging issues for months. The patient was only able to get 2 bars if any. It was noted that prior to the event, the patient was able to charge with no issue. The implantable neurostimulator (ins) was reportedly repositioned several weeks ago. It was noted there were recharge coupling issues, and they continued. The ins was explanted and replaced. The device was used within the patient for intended pain treatment. No patient death was reported. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.